Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was treated with vancomycin injection (500mg once in 5 days, discontinued) and amikacin injection (500mg, discontinued) for the event. At the time of this report, the patient was recovered and was discharged. Pd therapy was discontinued and the patient started hemodialysis (alternate days). Re-catheterization will be done after 2 months. No additional information is available.